Event description:
A malfunction alarm with code malf 16 was reported, and a fault ID of 16-0x20e6 was recorded. There was no adverse impact to the customer¿s blood glucose level. The issue was addressed by replacing the pump, as the malfunction code recurred after resetting. The pump was confirmed to be within warranty, and the customer was informed about using multiple daily injections as a backup therapy. Tandem technical support confirmed the shipping details, provided storage mode instructions for transport, and instructed the customer to return the problematic pump within ten days using a pre-paid label and return box.